Manufacturer narrative:
The reported event of the physician said he was unable to fasten atrial (a)-setscrew was confirmed. Analysis revealed that the user/physician was inserting the wrench into the a-setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The ventricular (v) setscrew was normal, inset walls are flat and the corners are sharp. The problem was caused by incorrect use of the torque wrench by the user/physician.

Event description:
During a routine device exchange, the setscrew was not able to be tightened into the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.